Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included uterine bleeding, c-section, gastric bypass and ovarian cyst. Concurrent conditions included uterine bleeding, leiomyoma, adenomyosis, serositis and uterine fibroid. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("hormonal changes describe: mood swings") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),oophorectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, anxiety, bladder disorder, urinary tract disorder, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, mood swings and vulvovaginal pain outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms: decreased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received. Event injury was updated and new events: hormonal changes describe: mood swings, hysterectomy (full), abnormal bleeding (vaginal, menorrhagia), infection(bladder/ urinary tract/vaginal) type: uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, hair loss, vaginal pain, plaintiff did not undergo essure confirmation test were added. New reporters, plaintiffs information added. Concomitant and historical conditions added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.